Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the sys displayed communication error messages. This error message is likely to result in a system lock up or prevent the sys from booting to a usable state. There is no report of pt injury.